Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that the vitrectomy probe could not cut during vitrectomy surgery. The surgery was completed after replacing the probe with another one. The aspiration condition was normal. There was no patient harm.

Manufacturer narrative:
One opened probe was received, without a tip protector, in a tray, for the report. The sample was visually inspected and found to be nonconforming with the inner cutter at the port and orange/brown foreign material on the port face. The actuation and cut functionality of the returned probe was unable to be tested due to the inner cutter remained in the port. The probe was disassembled and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter pulled out of the coupling, the fillet was deemed conforming and no presence of adhesive observed on the inner cutter. Couple gouge marks observed at one location on the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The actuation and cut functionality of the returned probe was unable to be tested due to the inner cutter remained in the port. The cause for the inner cutter for remain in the port is the separation of components within the probe, which is a potential contributor factor for the reported event. No presence of adhesive observed on the inner cutter; therefore, the exact root cause of the inner cutter detachment cannot be determined, however, a manufacturing related rot cause cannot be ruled out. A non-conformance investigation has been completed and action is being implemented in order to decrease the frequency of inner cutter detachments. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).